Event description:
Related to MFR report # 2183959-2012-00088, related to MFR report # 2183959-2012-00089. On (B)(6) 2008 a sparc sling was implanted. It was reported that as a result of the implanted mesh the pt has experienced pain, has suffered emotional and mental distress, and has sustained permanent injury.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.